Event description:
Additional information was received that the rv lead also exhibited undersensing where therapy was prolonged for greater than 60 seconds. An x-ray was obtained and revealed insulation damage and a clavicular crush. Subsequently a revision procedure was performed and the rv lead was explanted. A new rv lead was successfully implanted with the existing device. The lead was returned for analysis testing. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert due to a low out of range pacing impedance measurement for the right ventricular (rv) lead. The clinician contacted boston scientific technical services (ts) to discuss the alert and noted that the rv lead also exhibited noise that was oversensed by the device and lead to inappropriate ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes. An email was sent to the field representative in an attempt to obtain additional information. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned in two segments, severed at 139 mm from the terminal pin. The lead segments totaled 700 mm in length and the tip segment was extremely stretched in places. It was thought that a portion of the lead or just the insulation may be missing. Visual inspection revealed a stretched conductor coil from the tip to 140 mm from the tip along with stretched insulation in the same area ; the gore was found to be bunched in several places as well. Further inspection found laser damage in several places on the lead's insulation. Additional lead insulation damage was also seen throughout the lead. The distal end of the proximal spring and the proximal end of the distal spring were separated from the lead body insulation, medical adhesive and body tissue were noted in both areas. Several tear holes in the insulation of the tip segment were observed. At 305 mm from the tip there was a tear hole and the distal hv dbs cable was looped out through the hole. There are indents from the suture sleeve tie down sites 487 and 492 mm from the tip and blood and body fluid are noted in several places on the lead due to the damage. The helix is stretched and blood and body fluid is also noted in the helix housing. The damage mentioned to this point was determined to be most likely related to the explant procedure. Detailed analysis showed that there was trilumen insulation webbing damage between all three lumens from 425 to 435mm from the tip. Analysis concluded that due to the location and type of damage it is likely this was caused by entrapment in the clavicle first-rib region.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the patient was brought into the clinic for evaluation where loss of ventricular capture and sensing along with impedance measurements of less than 200 ohms were observed. When arm and pocket manipulation were performed, the rv lead initially functioned properly with sensing, impedances and threshold measurements all within normal range, however shortly thereafter loss of capture and sensing along with low impedance measurements were seen. Noise was also observed during the pocket and arm manipulation. The field representative stated that the patient was in sinus rhythm with back up pacing at 40 bpm, thus no asystole was seen and that no inappropriate therapy was provided due to the oversensing of noise. Programming changes were made to the device and the patient was referred to a different physician for a lead replacement procedure. The field representative was currently unaware if the procedure was scheduled. No adverse patient effects were reported.